Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was unknown at time of incident. The customer reported that the insulin pump got an error. It was reported that the customer was assisted in reviewing alarm history and customer reported that they had received a self-test failed alarm. It was reported that the alarm did not occur during the rewind or prime sequence and was assisted in performing a self test and the test was passed. The customer was advised the pump will need to be replaced and was advised to refer to back-up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement and self test. No rf pic failed selftest alarm noted during test.